Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through the research abstract ¿creating global care: an international shared care experience¿ identifying that the heartmate 3 is related with driveline infection (dli) and gastrointestinal (gi) bleeding. A total of 3 hm3 patients were included on this study. This was a retrospective study performed to evaluate outcomes and hemocompatability related adverse event rates of an international shared care model. It was identified 1 patient with dli and 1 patient with gi bleeding. Additionally, 100% freedom from stroke or thrombosis related adverse events was observed compared to imacs 69.1% at 6 months post implant. Specific patient information and device serial number are documented as unknown. Details are listed in the article. Device was implanted at time of event. Date of event is approximate as the data collection started on 2016. Author: k. Meehan, et al. Journal of heart and lung transplantation, volume: 39, issue: 4, pages: s2337. Doi: 10.1016/j.healun.2020.01.370 p. Combs and v. Jeevanandam cardiac surgery, university of chicago, chicago, il.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to the device could not be conclusively determined through this evaluation. The research abstract titled ¿creating global care: an international shared care experience¿, reported the following information: an international shared care model was created between a medical center located in the united states (us) and two shared care hospitals located in two countries in the middle east. An analysis was performed to evaluate the outcomes and hemocompatibility related adverse event (hrae) rates from this shared care model. A team from all three locations was trained at the implant site. Once training was completed, the partnership was continued remotely utilizing ongoing communication with the international office. This allowed for a streamlined process for referrals, successful transition for a patient to return home, co-management of adverse events, and continued education for patients, families and shared care providers. The model partnership resulted in 109 patient referrals since 2016. During this time, seven patients were discharged from the hospital on centrifugal flow ventricular assist devices; 3 of which had heartmate (hm) 3 devices and 4 of which had heartware ventricular assist devices (hvads). Within this group, there was 100% survival at 6 months and 85% (6 patients) returned home. In the time following discharge, only one driveline infection event and one gi bleed event were noted. There were no stroke or thrombosis related events, which was compared to imacs 69.1% at 6 months for patients on isolated centrifugal flow devices. This study concluded that an international shared care system can allow access to advanced heart failure therapies available in other countries. This system also encourages co-management which helps improve patient outcomes with lower hrae rates. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists bleeding and infection (local, driveline, and pump pocket) as adverse events that may be associated with the use of the heartmate 3 left ventricular assis system. Section 6 of the IFU, ¿patient care and management¿ (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.